Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis, the final assessment is a striated edge broken in the side anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.